Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 is/are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation at left anterior descending artery. Four graftmaster (2.8x16mm, 2.8x16mm, 2.8x16mm and 3.5x16mm) failed to cross due to anatomy. An unspecified guideliner support and another graftmaster was used seal the perforation and complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Event description:
Per device analysis a 2.8x16mm graftmaster was noted the hypotube was separated (not in two separate pieces) 17.5cm distal to the strain relief and was held together by the hypotube jacket material. The hypotube jacket material was torn and separated (not in two separate pieces) at the same location. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.